Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient reports not doing well and not feeling good. Evaluation was rated as a "2" and they mentioned being in a lot of pain. They are on antibiotics and a stool softener. When the patient stands, it pours out. The next day, patient reports still being in a lot of pain. They took a pain pill, but threw it up. They have been experiencing incontinence like never before and say it is worse than before; they can't control their bladder. The patient is experiencing pain around their "coctus" which might be due to the incision and being sore. They have hardly had anything to drink and are still experiencing major incontinence. On (B)(6) 2017, patient was still experiencing pain in their "coctus." On (B)(6) 2017, patient said their coccyx is still in pain from the humidity levels, and as a result, can hardly walk. Patient was advised to connect with their healthcare provider (hcp). No device issue and no further patient complications have been reported as a result of this event.